Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number:1627487-2024-07483 it was reported that the patient was experiencing discomfort at ipg and the patient's l1 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was repositioned to a new location, and l1 lead was replaced to address the issue. Effective therapy restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.